Event description:
It was reported that during use of a fusion oxygenator, a high pressure excursion (hpe) occurred. The temperature was 34¿°c and the protocol temperature was not used. The device was replaced to complete the case. No patient complications have been reported as a result of this event. Medtronic received additional information that the perfusion system utilized a roller pump configuration. Regarding the specific circuit pressures and when the increase occurred, the relevant data has been sent separately. The initial prime and intraoperative drug administration included 1000 ml jonosteril combined with 10,000 i.e. Heparin. Heparin dosing was monitored using act (activated clotting time) to achieve an optimal therapeutic response, yielding values greater than 480 seconds. The measured temperatures pre and post oxygenator remained at 34 °c.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.